Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized with a low blood glucose reading of 20 mg/dl. The customer felt that the insulin pump was functioning properly, and declined troubleshooting. Advised the customer to call back for troubleshooting if she changes her mind. Nothing further was reported.